Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) may have experienced oversensing and inappropriate therapy. After one shock the patient experienced exit block and had to be externally reanimated. An invasive procedure was performed and an insulation and conductor problem was identified on the transvenous defibrillation lead (model 0125, serial 218404) near the terminal pin. A new ICD system was implanted.